Manufacturer narrative:
The footswitch will be sent in for evaluation by the facility. The system has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional info becomes available.

Event description:
The surgeon reported that during phacoemulsification the surgeon removed his foot from the footswitch but the system continued to irrigate and aspirate. The phaco tip grabbed the iris and the lens capsule and would not stop. A posterior capsule tear occurred. The surgeon performed an anterior vitrectomy and completed the case. The pt outcome and prognosis were noted as good.